Event description:
Account is unable to put stretcher into trend.

Manufacturer narrative:
Technician found trend cylinders hard to adjust. Trend cylinders were worn. Technician replaced trend cylinders to resolve.